Event description:
It was reported that white particles were found attached to the tibial component when opening the implant package. The tibial component was implanted based on the surgeon's judgment that it was probably an ingredient contained in the body of the implant during the manufacturing process. There was no harm to the patient reported. No further information is available.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. Visual inspection of provided pictures show that the inner packaging has scratches on the inner part with white particles in it. This implant is not pah-coated, it is only shot-blasted. The roughness of the shot blasting may explain the marks observed on the primary bag, perhaps even without necessarily breaking the vacuum. According to the description, the white particles are due to the primary packaging scratched by the shot-blasted prosthesis. Even if particles were to be implanted with the prosthesis, the potential biological effects could be limited because these particles could be trapped by the bone cement mantle. However, we cannot comment on the fate of potential free particles. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. A definitive root cause could not be determined. Indeed, it is not excluded that implant was packaged with a partial vacuum, explaining the free movement of the implant in its packaging and so, the white particles on the implant. However, this hypothesis cannot be confirmed. Furthermore, the implant has been implanted while it was not clean and the sterility could be impacted. As per IFU f210 section 10 packaging must be inspected before use; do not use a device with a damaged packaging. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.